Event description:
The patient developed an infection that resulted in a cannula exchange. This patient had previously used both catheters and grafts for dialysis access. The patient also has a history of clotting and infection with the previous access devices.